Manufacturer narrative:
H6: the cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
It was reported that since a coronary drug eluting stenting treatment procedure the patient has experienced a "burning type sensation." A taxus express2 stent of unknown size was implanted in an unspecified vessel. The "caller states that the patient has had a "burning type sensation" since placement of the te2 stent. Patient has a medical history of multiple allergies, including allergies to stainless steel, nickel sulfate, surgical staples (rash), oxycontin, and lipitor. Patient is status post neck surgery in 1996, as well as status post herniated disk, appendectomy, hysterectomy, and "reflux", on an unknown date prior to placement of the te2." Additional information has been requested.